Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change while filling tubing, the caregiver received an unable to proceed alert consistent with a tubing occlusion; after a force restart of the ilet via the app and a dry run without supplies, the fill advanced to 120 units without error, and the caregiver then replaced supplies and completed the change, indicating a device problem related to a complete blockage in the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with a component issue manifesting as a complete blockage at the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.